Manufacturer narrative:
Device passed the displacement test but failed during prime or fill and under delivery anomaly due to protruded drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime fill anomaly. The customer blood glucose level was 348 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer stated that they have contacted their health care professional regarding the high blood glucose. Customer was alleged the insulin pump for under delivery. Drive support cap was slightly intended. Customer stated that they were unable to exit the preparing to prime loop. Customer stated that they received second series of beeps. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.